Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with a high blood glucose level of 600 mg/dl. The infusion set did not seem to lock into position. The customer woke up with the infusion set detached from her body. The customer treated her blood glucose with the bolus wizard. The device was not returned.